Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 328 mg/dl. Troubleshooting was performed and cause of blockage was not identified. Reportedly, customer changed the infusion set and resumed pump therapy.